Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported that she has been experiencing low blood glucose for the last weeks. Customer stated that several months ago, her doctor changed the insulin basal rates because she was experiencing high blood glucose. Customer thinks she has not been eating enough and has been getting to much insulin. Customer stated that she had low blood glucose of 30 and was taken to the hospital. Customer also reported that in the report; her blood glucose was 48 mg/dl; treated by drinking orange juice and eating a peanut butter sandwich. Then it went up to 413 mg/dl. During troubleshoot; it was stated, the drive support cap is recessed. The patient was disconnected during the prime sequence. Customer is unsure of basal rates settings. It was reported that the reservoir is showing less insulin than what is shown on the status screen. Customer stated the reservoir was not manipulated while connected. The insulin pump failed the displacement test. Nothing further reported.